Event description:
The datascope telemetry monitors were switched on patients in room for 14 hours. The error was discovered when one of the patients was discharged. The monitor strip showed flutter for a patient in normal sinus and vice versa. The patient with flutter did not receive any treatment. The cardiologist was made aware monitors were switched on patients and the correct readings were provided. There was no harm noted to patient.